Manufacturer narrative:
Patient demographics (date of birth, age at time of event, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The typical cause for this type of event is the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a rotator cuff repair procedure, the surgeon was passing the fiberwire suture from the 4.5 corkscrew anchor through the cuff tissue. Upon the third pass, the tip of the scorpion needle broke off into the tissue. After spending a significant amount of time attempting to locate and retrieve the fragment arthroscopically and with x-ray assistance, the surgeon decided that it was in the patient's best interest to leave the fragment as is and continue with the case. No further details. Patient is a male, (B)(6). Follow-up investigation: the scorpion device was clamped securely on the tissue during suture passing. The sales rep states it is believed that the needle hit bone. The needle was dry-fired prior to use. The case was completed using lassos to pass the suture instead of the scorpion. X-ray confirmed the unretrieved fragment is located in or near the acromion.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The failure mode could not be determined, but the broken needle point condition can be caused by consistently passing the needle through challenging tissue (thick or calcified) or hitting bone. The buckled needle strip condition is typically caused by the device skiving under thick tissue or disorting distally under the jaw. The distal end of the nitnol point demonstrated minimal scrape marks, indicating the device was not fired excessively. The mating (concomitant instrument) was returned along with complaint device. Confirmed the needle strip thickness and width dimensions to be within specification. The typical cause for this type of event is the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a rotator cuff repair procedure, the surgeon was passing the fiberwire suture from the 4.5 corkscrew anchor through the cuff tissue. Upon the third pass, the tip of the scorpion needle broke off into the tissue. After spending a significant amount of time attempting to locate and retrieve the fragment arthroscopically and with x-ray assistance, the surgeon decided that it was in the patient's best interest to leave the fragment as is and continue with the case. No further details. Patient is a male, (B)(6). Follow-up investigation: the scorpion device was clamped securely on the tissue during suture passing. The sales rep states it is believed that the needle hit bone. The needle was dry-fired prior to use. The case was completed using lassos to pass the suture instead of the scorpion. X-ray confirmed the unretrieved fragment is located in or near the acromion.